Event description:
The customer requested an analysis of the run data files for this procedure due to a donor citrate reaction. The doctor was called into the clinic to gauge his opinion. The customer followed up with the pt the following day. The pt's condition is unk at this time. Pt info is unavailable at this time. The disposable set is unavailable for return for eval. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A f/u report will be provided.